Manufacturer narrative:
(B)(4).

Event description:
Procedure type: knee replacement. According to the reporter: wound dehiscence occurred. There was a local infection at 6 weeks. Keflex 500mg for 14 days was administered for 6 weeks. The pt is currently in treatment.